Event description:
Caller reported a malfunction on the pump with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to contact technical support if the malfunction recurs.